Event description:
Received information that the pt was removed from the ventilator due to "air supply was low" displayed from the screen. The ventilator did not stop cycling. There was no pt harm or injured as a result of the event.